Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges. Reportedly, the cartridge was filled with 80 units of cold insulin. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to have the customer upload the pump data logs to perform a log review; however, no further information was provided by the customer.